Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Reported event: handle cannula detached. Complaint not confirmed. The unit was not returned by the customer; therefore, no product analysis could be performed. A definitive root cause for the reported failure could not be determined. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event. There is an investigation in place to address handle cannula detachment issues.

Event description:
It was reported to boston scientific corporation that a captiflex snare was used during a procedure. According to the complainant, the handle cannula of the snare was noted to be detached from the finger rings, and the device could not be retracted. The procedure was completed with a different device. There were no patient complications reported as a result of this event. It was confirmed that there were no adverse patient outcomes.